Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2080, awareness date 01-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Additional information received on 23-nov-2015. Soon after essure insertion, the consumer ended up getting a horrible infection and was in horrible pain. Her doctor put her on different antibiotics which seemed to help. The following 3 months after she has experienced extreme bloating. She looked like she was 3 months pregnant which was not very fun. She has developed a strange rash like system all over her body. She had bad depression, which she did not have before. At her 3 month follow up dye test they found out that one coil was in place and fully blocked bur the other coil has migrated out of the tube and was a foreign object in her body. Her doctor assumed that was the cause of the infection she had after the implants. She wanted to have essure removed. She stated that she has not been good through these past three months. Product technical complaint (ptc) investigation result received on 23-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had an infection soon after essure (fallopian tube occlusion insert) insertion. She was treated with antibiotics. Three months later, her dye test showed one essure coil had migrated out of the tube. According to her, her doctor assumed that this was the cause of the infection she had after the implants. The reported events are listed according to the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections mainly in the first weeks after the insertion procedure. In this particular case, neither the exact location of consumer's infection was specified nor was the exact temporal relationship with essure insertion provided. Consumer mentioned one device was migrated; however it is unclear if it was migrated into the uterus or to the pelvic cavity. Although case lacks detailed information for a comprehensive causality assessment; based on the information available, temporal relationship between the events and essure seems positive and medical intervention was required as treatment. Additionally, these are known possible adverse events during essure therapy. Therefore, causality with the suspect device cannot be excluded and this case is regarded as incident. In addition, non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.